Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid leakage at an unknown location. The device was explanted. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.